Event description:
It was reported that the patient felt an inflatable penile prosthesis (ipp) was not "rigid" enough and it "hinged at the base". However, the physician felt that the ipp was functioning correctly. A surgical procedure was performed in which the existing ipp was removed and a new ambicor penile prosthesis (app) was implanted. The patient was said to be currently in recovering. No more information available at the moment, further information was requested. It was further reported that no device malfunction was confirmed during the procedure. The patient did not experience any additional adverse events. No more information available at the moment. Should additional information become available, it will be provided.